Manufacturer narrative:
Findings: unit alarmed a33 during basic occlusion test due to loose/protruded drive support disk. Unit received with minor scratched lcd window, cracked reservoir tube lip, cracked belt clip slot, and cracked battery tube threads.

Event description:
The customer reported via phone call indicating that the insulin pump alarm a33 during prime rewind. Customer's blood glucose was 379 mg/dl. The customer stated insulin is squirting out during the manual prime process. The customer stated they are stuck in rewind complete/bolus delivery loop. Customer does not have a backup plan. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.